Manufacturer narrative:
The customer was sent a replacement adapter. Multiple contacts with the customer to get additional information and the product back, went unanswered. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4) which was trended as part of the effectiveness check for (B)(4), which found that they are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the power supply to medela was not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process was modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength was also been increased to further protect the power supply during shipping.

Event description:
On (B)(6) 2017, the customer alleged that the power supply for her pump in style breast pump wasn't working and her the pump would not turn on. The customer stated that the housing was broken and she could see inside. The customer also stated that her husband may have thrown the adapter away.